Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non -verifiable, previous investigations found the root cause may be attributed to a supplier assembly process. Eco-343292 was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The investigation is unable to conclusively determine if this was the contributing factor without examination of the instrument. Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rubber portion of handle has disassociated from itself.